Manufacturer narrative:
We checked the returned unit and confirmed that the water jet tube dirty. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the water jet tube. In addition, we confirmed that the air/water nozzle dirty, the air/water channel dirty, the insertion flexible tube (ift) buckled, the light guide cable buckled, and the light guide fiber bundle (lcb) broken; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.